Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a cemented stem. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, the investigation will be reopened and results submitted in a supplemental report.

Event description:
Dr (B)(6) removed a pca cup and pca stem. The stem was loose and removed by hand. He replaced with a tritanium revision shell and cone conical stem. Update: the shell was revised because the liner dissociated from the shell.

Event description:
Dr. (B)(6) removed a pca cup and pca stem. The stem was loose and removed by hand. He replaced with a tritanium revision shell and cone conical stem.